Event description:
The customer's father reported water damage and a button error alarm after the customer went in the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded buttons on the keypad. The insulin pump also had a blank display due to moisture damage on the liquid crystal display board.